Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400 mg/dl with polydipsia and polyuria associated with a leaking cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was a luer lock leak. The reporter stated that the patient had also experienced a sore throat, cough and cold at the time of the excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a leaking cartridge.